Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit shutdown unexpectedly. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) found problem suspected with power supply. Fse had rechecked it with another power supply. Fse replaced the fan of power supply and run the unit for few hours, found working okay. Unit returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g1(contact person-mfg site), g3, g6, h2, h6 codes (investigation findings, conclusion, conclusion), h11. The following investigation failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received power supply with a reported unit failure of machine not operating on mains ac. The failure analysis and testing dept. Performed a visual inspection and found the power supply to be excessively dusty. The fat proceeded to check the two 10- amp fuses on the ac line in. Both 10- amp fuses were open indicating a shorting of one or more components within the power supply. Due to the blown fuses, and the risk it poses to the cs300 test fixture this complaint cannot be investigated any further. However, probable cause of the power supply not functioning, is the excessive amount of dust in the supply resulting in overheating, resulting in a component short. Retaining the supply in the fat dept. Per procedure.